Manufacturer narrative:
On august 24, 2023, mentor received the following additional information. Patient age at the time of event: 47 years old ethnicity: hispanic/latino updated date of event: december 01, 2016 per the information provided, in december 2016, an ultrasound was performed, which showed five small breast masses in the patient's right breast. Three of the masses were discarded as normal and a biopsy was completed on the remaining two. The biopsy results were provided, which confirmed one of the masses were identified as positive for cancer. Afterwards, the patient's oncologist confirmed this was a case of stage I cancer. Genetic testing was performed to discard the need for a mastectomy. The patient underwent removal of the cancerous tumor in the right breast, along with the removal of various axillary lymph nodes. The patient underwent physical therapy and radiation treatment. Subsequently, she experienced chest pains, breathing difficulties, anxiety, panic, mood swings, depression, and loss of strength in the right arm. At a later date, the patient was evaluated for pain and stiffness around both breast implants. Magnetic resonance imaging was performed, which showed tears in both breast implants. As a result, the patient was scheduled for bilateral removal without replacements on (B)(6) 2023. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-10619 for the contralateral event. On september 08, 2023, mentor became aware of the following device information. Size: 400cc brand name: mentor memorygel breast implant catalog: 3504001bc lot: 5885285-050 serial number: (B)(6). Updated date of implantation: (B)(6) 2009 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture, breast mass, breast cancer, generalized illness h6 health effect - clinical code e2402: generalized illness date of explantation: (B)(6) 2023 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction surgery with implantation of an undisclosed mentor breast implant prosthesis. Post-operatively, the patient experienced hardness of the right breast. A consultation with a medical professional has been conducted; however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. The type of device involved is unknown, and that the common device name and procode values are being used for submission purposes only. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.